Event description:
It was reported the right atrial (ra) lead exhibited noise. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6945-65 lead 2001-(B)(6). (B)(4).